Event description:
Patient came in for iud removal,when iud was removed, one arm of the iud was missing.======================manufacturer response for paragard iud t380a, (brand not provided) (per site reporter).======================leadership working with rep to resolve issue.